Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant, the lead exhibited high capture thresholds. The lead was not used and was replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. All damages found were consistent with those occurring during procedure. No anomalies found.